Event description:
It was reported that a liquid substance leaked from the unit. It was further reported that this was the third time this had happened.

Manufacturer narrative:
Add'l info will be provided once the investigation is completed.